Event description:
It was reported that high pacing lead impedance was observed over the last two months and then suddenly decreased. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.